Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the wash station, cleaned the sample well, and realigned the reagent probe 1 (r1). The cse ran testing for thcg and quality control, which were within range. The cause of the discordant thcg result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s). The same sample and a new sample were tested on the same instrument, resulting lower. The corrected result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant thcg result.